Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 27-jun-2024 within 3 or more hours after insertion.the infusion set has been used for 2 days. Insertion site was abdomen. Patient regularly rotate site location.furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion.the blood glucose level was 300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.